Event description:
The pt has two leads implanted the same lot numbers. It was reported the pt was not receiving effective stimulation. The sjm rep met with the pt and was unable to resolve the issue with reprogramming. Xrays were taken and indicated the leads have migrated. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.